Event description:
During a transapical tavr procedure, the 26mm sapien xt valve embolized into the left ventricle requiring a second valve to be placed. As reported, a 26mm sapien xt valve was deployed and upon deployment the valve moved into the left ventricle (lv) and landed very low in the outflow track (10:90 aortic/ventricular). The decision was made to implant a second valve to secure the first valve. While prepping the valve it was noted that the first valve had migrated towards the ventricle. The patient was placed on bypass and the valve was compressed and removed from the apex and a second valve positioned and landed 60:40 a/v. During deployment of the second valve the patient had wide open ai and after deployment no pressure was observed. Chest compressions were performed for approximately 15 to 20 minutes. The patient's pressure came back slowly and stabilized. The patient left the room with an impella post procedure to decompress the heart. At the last communication, the patient was stable. The native annular area measured 455mm2 by CT. The ejection fraction was 55%. The native annulus was mildly calcified and the leaflet and the aortic root were moderately calcified. Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be fair; ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the valve embolization is unknown. However, procedural factors (image intensifier angle and coaxial alignment) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.